Manufacturer narrative:
Coding applies to the two trial leads. Continuation of medical devices: product ID 3057, lot# 60150267, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type screening device. Product ID 3057, lot# 60141345, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: (B)(4); product ID: 3057, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with a basic evaluation trial device. It was reported the patient had the basic evaluation trial in the physician¿s office on (B)(6) 2018. On (B)(6) 2018 (saturday evening) the patient called the rep and left voicemail that she had gone to the ER on (B)(6) 2018 because she was in severe pain where the leads were placed, and she thought she was getting an infection. The ER sent her home with pain pills and said they didn¿t see anything that looked like an infection. After the rep spoke with the patient on (B)(6) 2018 the rep contacted the hcp. The hcp contacted the patient and instructed the patient¿s friend to assist with removing the wires. The hcp was informed that the patient had a large pustule area and signs of infection, and the hcp prescribed an antibiotic for the patient. There were no known environmental, external, patient factors that may have led or contributed to the issue. No further complications were reported or are anticipated.